Event description:
It was reported that the patient had to charge the ipg frequently. No device malfunction was suspected. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the hospital.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.